Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart after changing the battery. The customer¿s blood glucose level was 132 mg/dl at the time of the incident. The device is not working. Based on keypad was unresponsive even after battery change unable to do troubleshooting. Troubleshooting was done for frozen display, the time is not advancing. Pump screen is not completely blank. Customer is not calling back with a frozen display after installing a new battery for previous frozen display issue. Customer reports no alarms occurred during, or after, the buttons stopped responding. Customer has a new battery per IFU available. Screen is not blank after inserting new battery. Pump alarmed following new battery insertion. Button/keypad behavior described by the customer as the buttons are not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and frozen screen noted during testing. No time clock anomaly noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no blank display, dead battery and unexpected restart alarm noted. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained address/serial number label and minor scratches on display window noted.